Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed on a stored egm when the patient presented at the clinic during follow-up. The patient was asymptomatic. Programming changes were made.